Event description:
An rn stated that the cycler cassette door had fluid inside. The pt stated that she had an air in the cassette alarm multiple times she pressed the ok button to clear and after this issue she opened the cassette door and had fluid inside. There is no report of ill effect.